Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed a dim and discolored display screen. Unrelated to the display issue, the audio bolus button was found to be detached and missing from the pump. During testing, the pump failed the leak test. There was evidence of moisture contamination found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. The pump failed a leak test and there was evidence of moisture contamination found inside the pump. There was no adverse event associated (B)(4) 2014.